Event description:
Reports received of three tubing ruptures during contrast injections. The customer reports that the ruptures occurred during the left ventriculogram portion of three diagnostic cardiac catheterizations. The power injector settings were 750 psi and volume to be injected 39cc's. The rupture was reported to occur at the very start of the injection. The catheterization sites were right femoral artery. There was no report of blood loss. Some of the staff did get splattered with contrast. No contrast was reported to have gotten into their eyes or on their faces. No reports of adverse patient or staff effect. Additional patient information was requested, but no further information was available.